Event description:
Customer reported that they received a notice about the scroll wrap feature. Customer mentioned that he programmed too much insulin to deliver however was able to stop it on time. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.